Event description:
It was reported that the patient stimulator had completely stopped working and experienced loss a of stimulation. The patient underwent full system explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5086123. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5086117. UDI: (B)(4).

Event description:
It was reported that the patient stimulator had completely stopped working and experienced loss a of stimulation. The patient underwent full system explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded.